Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple alarms occurred. Customer's blood glucose was 238 mg/dl. Customer changed pump supplies on own and with tandem technical support, but occlusions recurred. System check was performed with tandem technical support and the cause could not be determined. Customer reverted to manual insulin therapy.